Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. (B)(4). One 6 fr angio-seal vip device was received for product evaluation. No accessory components were received with the device. Visual inspection revealed the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostatic sheath. Functional testing was performed. The deployment sleeve was moved into the forward lock position, the anchor at distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. The device worked as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device did not provide hemostasis. There was no harm to the patient.